Manufacturer narrative:
The device was received at zoll canada for evaluation. The customer's report was observed and attributed to incorrect lead view (device meets specification). Review of the device logs did show that the electrode pads were attached and connected to the patient. However, the device remained in the "lead view" for the duration of the case. In order to obtain the inteded ECG signal, the device must be set to the appropriate ECG view (pads view). The device was recertified and returned to the customer this is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.